Manufacturer narrative:
Section a2, a4 and a5: per regulation EU (B)(4).(general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section d6a: if implanted, give date: not applicable, as lens was removed/replaced in the initial surgery. Section d6b: if explanted, give date: not applicable, as lens was removed/replaced in the initial surgery. Section e1 - last name: unknown, as information was requested but not provided. Section e1 - telephone number: (B)(6). Section h3 - other (81): the intraocular lens (iol) was not returned for evaluation. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain the missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the haptic of the intraocular lens (iol) broke during implantation. The iol was removed and replaced with a zcb00 model lens without any issues for the patient. No further information was provided.

Manufacturer narrative:
Additional information: section d9 - device available for evaluation? Yes. Section d9 - date returned to manufacturer: 12-july-2023. Section h3 - device evaluated by manufacturer? Yes. Device evaluation: the product was returned to the manufacturing site for evaluation. Visual inspection under magnification revealed that the lens was stuck inside of the cartridge and overridden by the plunger rod. The lead haptic of the lens could also be observed to be unfolded. Inspection of the cartridge revealed that viscoelastic residue was not dispersed throughout the length of the cartridge, suggesting that an inadequate amount of ophthalmic viscoelastic device (ovd) may have contributed to the complaint and observed issues. The handpiece was disassembled and the assembly was inspected. No issues that could cause or contribute to the complaint or observed issues could be identified. The lens was removed from the cartridge and cleaned, revealing that it was damaged and that one haptic was detached from the lens. Based on the return condition of the lens, no further product evaluation could be performed the complaint issue of haptic damaged was not confirmed during product evaluation. The observed issue of lens damaged and haptic detached are similar to the reported complaint issue. However, based on the complaint investigation results, the observed issues during product evaluation could not be confirmed to be related to the manufacturing or design process. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.